Manufacturer narrative:
The customer¿s report that the tubing burst and leaked was confirmed. Inspection of the set's silicone segment component observed there were two tears, each measured as approximately 0.01 and 0.03 inches in length, directly below the upper fitment component. An attempted reprime and pressure test observed leaks from the noted tears. Inspection also observed the male luer lock was missing its nut component. It is unknown how the noted tears and missing component occurred; however it is likely these occurred during use as no issues were reported either prior to use or during priming of the set. The root causes of the tears and missing component were unable to be identified. Regarding the tears, similar reported issues identified likely cause due to set misloads. Although tears were observed, testing was performed by repriming the set via gravity. A leak was observed from the tears only when the tubing was slightly stretched/manipulated. The set was loaded into a lab pump module. It was observed that fluid also leaked out from the tears. The set was also pressure tested while submerged underwater. A leak from the tears was also observed at pressure of around 5psi. No further testing was "able" to be performed. The root cause of the noted missing male luer lock nut component was not identified.

Event description:
The customer notified bd that the tubing burst and leaked. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Section a: although requested, patient demographics not provided.

Event description:
The customer notified bd that the tubing burst and leaked. Although requested, there were no further details or information provided and no report of harm.